Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases, white particles in shell, curved opening, brown particles in fill channel, observed void >1 mm in non-textured, valve-to shell-bond area. Leak test and microscopic analysis was performed which identified: a sharp curved opening on valve bond edge assessed as unidentified(tear) opening. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a sharp opening due to unidentified(tear) opening.

Event description:
Patient was underage at the time of implantation.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side "deflation" and "double bubble". Device has been explanted.